Manufacturer narrative:
No gtin code available. Upon completion of the investigation, a follow up report will be filed.

Event description:
After the implantation, the occlusion of the valve was suspected on (B)(6), 2014. Further information would be provided as soon as (B)(6) received from the facility.

Manufacturer narrative:
At the present time this complaint is considered closed.

Manufacturer narrative:
The position of the cam when valve was received was 130mmh2o. The valve was visually inspected; no defects were noted. Only needle holes over the needle stop in the silicone housing were noted. The valve was irrigated with purified water. No occlusion was noted. The catheters were irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested. Only leaked from the needle holes. The valve was reflux tested, the valve passed the test. The valve was tested for programming. The valve passed the test. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve, product code 82-3100, with lot number cpnbgt, conformed to the specifications when released to stock on the 9th december 2012. No root cause could be determined, as no problem was found with the valve. Trends will be monitored for this and similar devices. At the present time this complaint is considered closed.